Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 380 mg/dl to 426 mg/dl. The customer reported that they felt shaky due to high blood glucose level. The customer reported that when they were filling the tubing, no drop of insulin came out. Later they changed the insulin set from another box and blood glucose level was going down, so the customer declined troubleshooting. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.